Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, inflammation, and blisters under the sensor patch and extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion skin tac barrier was applied to the area which helped to minimize the reaction. It was reported that prescribed oral or IV medication was provided. The name of the medication was not specified. No additional patient or event information is available.